Event description:
The customer reported that the system displayed a filament error message and to press any key to continue.

Manufacturer narrative:
(B) (4). Error code displayed. The ge svc rep performed a filament calibration the updated the back up disk. He verified the system is functioning properly. (B) (4).